Event description:
The customer reported to olympus during preparation for use, spare lamp ignites on the visera elite xenon light source. The procedure was completed using the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered emergency lamp flickers due to the spare light failure, high mode does not work due to the worn light guide connector and spare lamp indicator has ignited on the front panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. Evaluation pointed out that the spare lamp lit up due to faulty spare lamp, but the cause of the defect was not stated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.